Event description:
The customer reported that the spectrum pump displays system error 105 alarms. There was no pt injury reported. No further info was available.

Manufacturer narrative:
MFR ref no: (B)(4). The device is being evaluated by baxter. At this time the investigation is not complete. Once the investigation is complete a supplemental report will be provided.